Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had return of symptoms and a severe increase in spasticity starting around six months prior to the date of this report. The cap (catheter access port) was accessed and they could not aspirate anything. There were no motor stalls or volume discrepancies and the reporter stated that the pump appeared to be working normally. An MRI (magnetic resonance imaging) scan was being done to look for a suspected catheter kink. The pump was used to infuse gablofen (baclofen). No surgical intervention or outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up will be sent.

Manufacturer narrative:
Concomitant medical producs: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2005, product type: catheter. Product ID: 8731 lot# serial# (B)(4), implanted:(B)(6) 2005, product type catheter. (B)(4).